Event description:
Upon review of this peritoneal dialysis patient's medical records it was noted that the patient was diagnosed with peritonitis and treated with ceftazidime in (B)(6) 2014.

Manufacturer narrative:
Medical records were reviewed by post market clinical staff. Based on the 10 pages of medical records information it, appears that on an unknown date in (B)(6) 2014, the patient was hospitalized for peritonitis. There was no further information in the patient's medical record documenting the details of this event. Peritonitis is a known complication of peritoneal dialysis and is usually the result of a break in aseptic technique. This event is being reported as a serious injury MDR, although it is undetermined if there is a reasonable suspected causal relationship between the product and the event. There is no history of product malfunction or the product being out of specifications. A supplemental report will be submitted upon completion of the plant's investigation.